Manufacturer narrative:
Analysis of the catheter ((B)(4), 8578) revealed a well-defined indent seen in the cup of the sc connector of segment 1 with at least 90% of the circle in the white silicon material outside of the lumen. Analysis of a duplicate 8709 catheter (utilized for analysis purposes) revealed that it was very difficult to pull apart or disconnect the returned pin connector segment and the 8709. The pin connector was also compared to a known good pin connector in the lab, and both were seen to have the same size and shape. The returned pin connector was inspected for any damage or unusual look, but nothing was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter disconnected at the pin connector, between pump and catheter segments. The health care provider (hcp) could feel "it snap on," but when he tried to pull on the catheter it "just" came right off. It was noted during the revision three different catheter kits were tried to find a "tight" connection. It was also noted that the hcp trimmed back the catheter a "tiny bit" to see if the end of the catheter was stretched out, "but that did not seem to help the situation". There was a "large mass" of fluid/drug where it had been flowing into the pocket, the tissue was noted as inflamed, hurt to touch. The device system was used to infuse dilaudid and bupivicaine. It was noted there was patient injury, but the outcome was unknown. . A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709, lot# j10837r24, implanted: 2001 (B)(6), accessory model 8578, serial# (B)(4), implanted: 2012 (B)(6). (B)(4).